Manufacturer narrative:
Device evaluation - the lens was returned dry, in a micro centrifuge vial with clear surgical residue/debris on the product. Visual inspection found the lens with no visible damage and clear residue on the lens. (B)(4)

Manufacturer narrative:
Date of this report: in the initial MDR, corrected from 08-dec-2017 to 07-dec-2017. Date received by manufacturer: in the initial MDR, corrected from 08-dec-2017 to 07-dec-2017. (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6 mm vicm5_12.6 implantable collamer lens, -10.50 diopter, in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.